Event description:
Patient's legal counsel reported that patient underwent a total hip arthroplasty on (B)(6) 2008 receiving m2a products. A revision surgery occurred on (B)(6) 2012 due to unknown reasons. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient allegations of pain, dysfunction, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels, lack of mobility and loss of range of motion. Patient¿s legal counsel further alleges that staining from metallic debris and synovitis were noted during the revision.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿

Event description:
Patient's legal counsel reported that patient underwent a total hip arthroplasty on (B)(6) 2008 receiving m2a products. A revision surgery occurred on (B)(6) 2012 due to unknown reasons. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient allegations of pain, dysfunction, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels, lack of mobility and loss of range of motion. Patient's legal counsel further alleges that staining from metallic debris and synovitis were noted during the revision. Additional information received in patient medical records indicate left hip revision on (B)(6) 2012 was due to pain and migration of acetabular component. The patient's operative report noted cloudy fluid, loose stem, staining from metallic debris, synovitis, and fibrous tissue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-01596 & /2014-00524/-00525/-00526).